Event description:
We received an allegation of discrepant low results for 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 module when compared to a different cobas 8000 c702 module. Sample 1: initial result: 5.4 mg/dl. Repeat result: 9.2 mg/dl. Sample 2: initial result: 4.3 mg/dl. Repeat result: 9.1 mg/dl. Both initial results were recognized as critical results as they were shown to be below the normal range. Reportedly a corrected report was issued for sample 1.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). Last calibration was performed on (B)(6) 2023 and was acceptable. Qc recovery level 1 had been out of range results for several days. The alarm trace showed ise measuring system 2 (sipper nozzle) alarm and sample probe up/down alarm. The field service engineer (fse) checked the rinse tubing and adjusted the position and some of the rinse levels. The fse also checked the system for drips and splashing and made minor adjustment to tube positions accordingly. Precision studies were performed and were within specifications. The customer performed qc and the results were within their limits. The service actions done resolved the issue.